Event description:
02/22/2023, hcp reported pdo threads were implanted on a patient and one thread broke 2 weeks after insertion. Pdo thread had to be removed with a puncture and 1 ½ inches of thread came out. 03/30/2023, hcp confirmed the patient was doing fine. Hcp prescribed an antibiotic ointment. The event was resolved when the thread was removed with no further sequels.